Event description:
Tpn (total parenteral nutrition)/lipids was disconnected and blood was flowing out of PICC (peripherally inserted central catheter) line. PICC line was still fully in place in left upper extremity. IV tubing had come apart at one of the connections and PICC line only had a small part of the tubing connected, from which blood was back, estimated blood loss 10-15ml. Broken tpn/lipids tubing was disconnected, and new tubing was replaced. Needleless connector was replaced as there was blood in it. Tpn/lipids pumps were resumed from the point at which they were stopped.